Event description:
It was reported that the patient had experienced instances of pocket stimulation that correlated with automated capture tests performed by the pulse generator. A remote review of electrocardiograms showed several out-of-range, but successful, capture measurements. No further information was available.